Event description:
A 19-year-old female complained of red, irritated left eye for 2 days. Eye was stuck shut when she awoke this morning and exuded a yellow/green discharge. Biomicroscopic examination revealed 2nd papillary hyperemia of the left conjunctiva, corneal vascularization and peripheral infiltrates. Pt is a 7-day extended wear soft contact lens wearer, sleeps in lenses all week before removing them from her eyes.